Event description:
It was reported that this patient received an inappropriate shock from their electrode due to myopotential oversensing in the primary vector. The episode occurred while the patient was dancing. The patient was admitted to the hospital. The physician requested device data to be reviewed. Technical service recommended to program the ICD to the secondary vector. Ts provided recommendations for x-ray imaging and provided recommendations for further monitoring. All electrical measurements were within normal range. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.